Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number : unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(6). Device evaluation: the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records were unable to be evaluated due to serial number not available. Conclusion: as a result of the investigation, the reported complaint cannot be verified, product quality deficiency cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens, the apprentice saw in the patient's eyes deposits (scraps of plastic/chunks) on the optics of the lens. Some smaller and some are larger than the irrigation/aspiration (I/a) device opening. However, it was stated that these scraps could be vacuumed and removed. It seemed like the shreds were made of the same material as the lens. There was no patient issue. The lens remains implanted. It was learned through follow-up that the event had been happening since about 2 months ago, however customer has not reported them to us during those times. Therefore, this file is created to capture events that had happened during the past 2 months or so. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).